Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad buttons required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/28/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/06/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection, no damage was observed to the keypad. The keypad symbols were observed to be worn; which has no effect on insulin delivery function. During testing, the up arrow, down arrow, and ok keypad buttons were intermittently responsive. The contrast button responded properly. The keypad cover was removed and contamination was found under all key contacts.